Event description:
It was reported the pt had been experiencing difficulties initiating a communication between the ipg and the external devices. The pt is currently without stimulation. It was also noted, the pt has not charged the ipg for sometime. Surgical intervention is pending to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.